Event description:
It was reported the aneurysm (right vertebral artery) was treated with onyx. Upon retrieval of the catheter, the onyx cast appeared to move and subsequently migrated. Due to its migration, the vessel where the onyx cast was located was intentionally occluded with coils and onyx. Prior to occlusion of the vessel, the pt had passed the balloon occlusion test indicating that the vessel could be occluded without neurological deficits. The aneurysym was cured as a result of the vessel occlusion. No pt injury or complications were reported.

Manufacturer narrative:
The physician believed that the reason for the cast migration was that the aneurysm was too shallow and a stent should have been placed at the beginning of the procedure prior to filling with onyx. The device involved in this event will not be returned for evaluation as it was consumed.